Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed endocarditis and the pacemaker system was removed. The patient had a history of cardiac valve surgery but it was not specified what caused the endocarditis. The patient was reported to be doing well post procedure.